Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. - patient consequences? If yes, please specify. -- information requested is unknown. H3 evaluation: this is an analysis for a photo submitted to ethicon for evaluation. No product was returned. During the visual analysis, the following was observed: the photo shows a suture in two sections. The image is not clear to determine the failure mode. Based on the photo review, the event describe is observed, however no conclusion or root cause could be determined. Because the device was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. While the lead surgeon was tying the knot normally, the suture suddenly broke and could no longer be used. A new suture was replaced. Additional information has been requested.